Event description:
Account experiencing short sampling errors and discrepant results for four pt samples. Pt 1, in 2008 initial b12 gave < 30 pg/ml; repeat gave 502.6 pg/ml. In the next day: pt 2, initial prolactin gave 0.109 uiu/ml; repeat gave 12.79 uiu/ml. Pt 3, initial tsh gave 0.106 uiu/ml; repeat gave 6.49 uiu/ml. Pt 4, initial estradiol gave 5.29 pg/ml; repeat gave 95.33 pg/ml. Erroneous result reported for pt 4 only. Pt not adversely affected. The field service rep was unable to determine the exact root cause. Performance tests were performed which were within specifications.